Event description:
It was reported that patient received inappropriate shocks. Stored emg revealed low sensing and low pacing impedance. The lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 40.0cm to 42.5cm from the lead tip. Internal and external insulation abrasion was found at 11.5cm to 13.0cm from the lead tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.